Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The event log showed that no errors occurred at the time of testing. Qc performed as expected. The batch files showed an under-pipetted serum color check. Test well images appeared to contain bubbles. The customer was asked to perform the probe accuracy test. Acceptable results were obtained. All values were within range. Repeat testing of the sample resulted as expected. The unexpected reactivity may have been due to bubbles or foam in the sample. The customer was referred to customer communication (B)(4) regarding liquid level detection distributed to customers (B)(4).